Event description:
The patient stated that she observed and e4 (occlusion) error on her infusion device. She reported a similar occlusion error yesterday (2007). She awoke to the infusion device "beeping every minute" because it was in stop mode. She was not aware how long the infusion device was in stop mode. She believed that the occlusion error occurred and she "just silenced it while sleeping". She stated that she "normally" replaces her infusion set headset every 5-7 days. During troubleshooting with a company representative, she removed her headset and stated that the cannula appeared "white" at the tip. She was educated regarding the significance of changing her infusion set headset every three days, infusion site management, and priming of the infusion set. She also stated that she "feels high" and, in checking her blood glucose, the reading was 273 mg/dl. She reported having "cotton mouth" when her blood glucose level was elevated. She replaced her infusion set headset and changed her infusion site. She then administered a bolus of insulin to reduce her blood glucose level. She observed no further occlusion errors. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.